Event description:
Desara mesh was implanted on (B)(6), 2010. The next day, a large hematoma was observed. The pt the packed and scheduled for a follow up. Three to four weeks later, the incision had closed and the pt was ok.